Event description:
It was reported that during an in-clinic follow-up, the merlin programmer crashed during a capture threshold test. The device was reinterrogated and a diagnostic anomaly resulting in erroneous parameters was observed. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition and did not experience any adverse consequences due to the event.